Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Device had scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not performed. The device was returned for analysis.